Event description:
A patient was placed into controlled hypothermia by ivtm therapy. An icy catheter (lot # 174067) was smoothly inserted into the patient's left femoral vein. The patient was already slightly hypothermic with a body temperature of 35.7 °c. The target temperature was set at 35.6 °c with a controlled rate of 0.2 °c. Three days later, hypothermia was completed successfully. When the patient was placed into the controlled rewarding phase of the treatment, the thermogard system generated an "air trap" alarm. The console's pump rotor stopped, and the system went into standby mode. Upon inspection, the nurse found no issues with the start-up kit (suk) but observed that the 500-ml saline bag was empty. There was no saline on the patient's bed, floor, or the thermogard console. The nurse observed that blood was flowing back into the suk tubing, suspected a catheter leak, and informed the physician. It was suspected that 250 milliliters of saline had been infused into the patient's bloodstream. The customer switched off the thermogard console, removed the catheter, and discontinued the ivtm therapy. The customer continued the treatment using conservative temperature management methods. The patient warmed up on his own and uncontrolled, fever was avoided by medication and physical therapy. No consequences or impacts on the patient. There was no malfunction on the thermogard console, and it functioned as intended throughout the treatment. The "air trap" alarm was cleared, and the thermogard console was placed back on the floor for future clinical use.

Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot # 174067) was confirmed during functional testing. A pinhole leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and lured tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 174067.